Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately one-month post port placement, bleeding was allegedly identified at the interface of the extension tubing. It was further reported that upon removal of the catheter, a break was identified at the lock portion of the catheter. Reportedly, the catheter was removed and there is no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported catheter break. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the reported event details, potential contributing factors include improper assembly procedure, flexural fatigue and chemical degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately one-month post port placement, bleeding was allegedly identified at the interface of the extension tubing. It was further reported that upon removal of the catheter, a break was identified at the lock portion of the catheter. Reportedly, the catheter was removed and there is no reported patient injury.